Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that the receiver had no audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.